Manufacturer narrative:
Concomitant product: 429888 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1473;s inappropriately withholding therapy. The patient did not receive ventricular tachycardia (vt) therapy during simultaneous atrial and ventricular arrhythmia (dual tachycardia) due to inappropriate discriminator reset of vt count. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.